Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump powered on to a blank display. The pump emitted appropriate auditory alerts after powering on, but investigation revealed the vibratory alerts were intermittent. The pump casing was removed, indicating the vibration motor pins were misaligned and the display flex had failed. A test display was inserted and functioned normally. Additionally, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was blank and the vibratory alerts were functioning intermittently. This report is made based on results of investigation completed on (B)(6) 2016.